Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that the down and ok buttons were under responsive. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 18-sep-2018 with the following findings: during investigation, the keypad cover was found to be intact; no peeling or tearing. All of the keypad buttons responded appropriately to button presses. There was no damage, defect or contamination of the button contacts. The pump case was removed and the keypad flex cable was fully inserted into the keypad flex connector and the connector latched. No evidence of moisture wqsa observed inside the pump. The keypad was "locked" and "unlocked" multiple times with no defects duplicated. The complaint of a keypad button response issue was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.